Manufacturer narrative:
One rfagen was received for evaluation. The customer¿s report of a faulty display was confirmed. Unplugging and replugging the needle connector cable fixed the display issue. To prevent this from occurring in the future, the needle connector (including the cable) was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature was unstable, reaching 105 degrees during use. Another device was used and the incident was duplicated. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the temperature was unstable, reaching 105 degrees during use. Another device was used and the incident was duplicated. Another device was used to complete the procedure. There was no patient injury.